Event description:
The reporter stated the surgeon attempted to implant a micl 12.6mm implantable collamer lens. The surgeon loaded the lens himself, as he started to advance the lens in the injector, he noticed the plate haptic tore. The lens was not inserted into the pt's eye, but the cartridge tip did have pt contact. There was no pt injury. Another same model and size lens was implanted.

Manufacturer narrative:
(B)(4): evaluation: method: lens work order search. Results: visual inspection of the returned product found piece of plate haptic torn off and missing. Lens was returned in liquid. A lens work order search was performed and no similar complaints were found within the same work order. Conclusion: (no conclusion can be drawn): the injector was discarded and no numbers were provided. Based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).